Event description:
Customer reported that the blood glucose dropped below 20 mg/dl and that he had passed out and gone to the emergency room. Earlier in the day, the blood glucose reading had been 265 mg/dl and customer took a bolus of 3.3 units of insulin and ate some food. Two hours after this was when the blood glucose dropped. Customer was taken off of the insulin pump at the hospital. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.